Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient mentioned she was almost in a serious car accident where she had to jump the curb. In the process, there was a lot of jerking. The patient mentioned she only had her stimulation redone in (B)(6). The patient stated she was not sure whether something had come loose during the accident, but she reported her implantable neurostimulator (ins) "lost the dynamics." The patient stated all of a sudden her ins "wasn't doing anything" for her back at all, but her legs felt 55% better. The patient mentioned she was meeting with a manufacturing representative to check the device the following day. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their spinal cord stimulator (scs) device was revised and leads were replaced with a paddle was placed to see if it would work better, as they were not giving her any relief. The patient stated the month after implant she got nothing from it. The date of revision was (B)(6) 2017. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the device never helped with their pain since it was implanted. The patient said the leads were revised and a paddle was placed as the device never helped. The patient has had the device off ofr 9 months as it wasn't doing anything anyways. The patient spoke to the hcp about getting a new implant, but the hcp wanted the patient to try different programming before anything was replaced. The patient said that the placement of the stimulator irritates her gastroparesis. The patient mentioned having a lot of pain and the stimulator was not on so it did not help at all. No further complications were reported.